Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy due to auto reducing. Surgery took place on (B)(6) 2026 wherein the leads could not be explanted. One was left in patient, and the other lead was partially explanted, and physician decided to cut the lead and abandoned the rest in the patient. Two new leads were implanted. Effective therapy was restored. No additional intervention will be done to remove the leads.